Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had a hypoglycemic event at the time she ceased his steroid treatment after 7 years. Reportedly, although she stopped taking steroids, her basal was never adjusted accordingly. On (B)(6) 2018, she had a seizure and was hospitalized for low blood glucose reading of 38 mg/dl. The patient did not implicate any product malfunction. Her basal regimen was adjusted per her hcp. At the time of the call to animas, the patient continued to manage her diabetes with the subject pump. This complaint is being reported because the patient had low blood glucose reading of 38 mg/dl and required hcp medical intervention while on insulin pump therapy. It was noted use error was involved as the basal setting was not adjusted after the patient was taken off of long term steroid treatment.